Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens implant procedure, the plunger tip revealed that the plunger tip was broken in a jagged shape after inserting the iol. The iol could be inserted without any problem during surgery and completed without product replacement. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. The device was returned in the blister tray inside the carton. The lock-out assembly has been removed. Viscoelastic is dried in the device. The plunger is oriented correctly and is fully advanced outside the tip of the nozzle. Both ends of the plunger tip are bent towards the blue lever. Iol(intraocular lens) not returned. No root cause identified as we are unable to confirm if the reported complaint occurred during the manufacturing process or in the customer¿s facility. The product was subject to handling and the device was returned with the plunger fully advanced outside the nozzle tip. Plunger tips are routinely inspected in supplier assembly process and a review of assembly batch paperwork indicated no issues were found with plunger components. The manufacturer internal reference number is: (B)(4).